Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of tibial baseplate and tibial insert. Patient dislocated right knee twice.

Manufacturer narrative:
An event regarding dislocation involving a triathlon prim cem fxd bplt #8 was reported. Conclusion: the reported event is regarding a femoral component dislocation from a ps insert. There is no alleged failure regarding the tibial baseplate. In addition, the baseplate does not contact the area of dislocation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Revision of tibial baseplate and tibial insert. Patient dislocated right knee twice.